Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was not provided for evaluation. Loss of connection was not confirmed. The root cause could not be determined. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Per (B)(4) , cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.